Event description:
On (B)(6) 2009, the patient reported that while changing the insulin cartridge, the piston rod of the infusion device retracted completely, but continued to run and "315" was not displayed on the screen of the infusion device. A few minutes later, e10 (cartridge) error was displayed. The patient inserted a new battery and the issue recurred. He switched to his backup infusion device.